Manufacturer narrative:
Per tandem diabetes user guide: failure to remove air from filling syringe and tubing may result in inaccurate delivery of medication.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer changed the cartridge and infusion set to resolve the issue. During troubleshooting with technical support, customer reported not to have removed air from the cartridge prior to filling the cartridge. Customer's blood glucose (bg) was 18 mmol/l and a correction bolus was delivered via the pump. Elevated bg resolved.